Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted a week after initial implant as it dislodged. The patient underwent a surgical intervention to remove the lead and implant a similar lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing did not reveal any abnormalities. Laboratory analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this right ventricular (rv) lead was explanted a week after initial implant as it dislodged. The patient underwent a surgical intervention to remove the lead and implant a similar lead. No additional adverse patient effects were reported.